Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿the transfer set adapter piece (blue luer) came off set". The patient performs automated peritoneal dialysis therapy. This was identified by the nurse at transfer set change. The nurse reported, there was no damage noted on the transfer set (no further detail provided). There was no report of patient injury or medical intervention associated with this event. No additional information is available.